Manufacturer narrative:
The field service rep was unable to determine a cause, and noted he checked the sodium electrode, ise tubing, sipper and sample probe. He ran ise check, precision check, calibration and qc to verify performance of the analyzer without errors.

Event description:
User received erroneous sodium or bicarbonate results for two patient samples. The sodium for one patient was considered discrepant. The patient had a result of 157 mmol per l and the result was reported out. When the physician reviewed the report, he ordered a new sample drawn which gave a value was 134 mmol per l. The user pulled the original sample and repeated it and got a result of 133 mmol per l. The pt was not adversely affected.